Event description:
It was initially reported that during a da vinci-assisted distal pancreatectomy surgical procedure, the customer reported that the "tines" of the harmonic ace instrument broke off. The customer also reported that there was no "illegal operation" during the procedure. The procedure was completed with no reported injury. On 06-apr-2022, intuitive surgical, inc. (Isi) performed follow-up and obtained the following additional/updated information regarding the reported event: the "tine" of the instrument broke off and fell inside the patient's abdomen. The fragment was retrieved during the same procedure. The site performed a computerized tomography (CT) scan and confirmed that all fragments were retrieved. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. No additional surgical intervention was conducted. On 19-apr-2022, isi performed follow-up and obtained the following additional/updated information regarding the reported event: it was confirmed the fragment was retrieved during the same procedure.

Manufacturer narrative:
Concomitant medical product - intuitive surgical, inc. (Isi) received the harmonic ace instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the primary failure of the broken blade to be related to the customer reported complaint. The blade broke at roughly 0.13¿ from the base. The broken piece was not returned with the instrument. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error. The root cause of the ¿broken instrument blades¿ is attributed to mishandling/misuse. A review of the logs showed the harmonic ace instrument (part# 480275-08 / lot# m90200324-0091) was last used on (B)(6) 2021 during a procedure with system (B)(4). The harmonic ace instrument is a single-use device. No image or video clip for the reported event was submitted to isi for review. A review of the site's complaint history identified no other complaints related to this product. This complaint is being reported due to the following conclusion: during a da vinci-assisted distal pancreatectomy surgical procedure, it was alleged that the blade of the harmonic ace instrument broke off and fell inside the patient. The fragment was retrieved during the same procedure.